Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide fiber bundle (lcb) broken, the remote control buttons perforated, the control body corroded, the insertion flexible tube (ift) crushed, the us connector cable crushed, the operation channel leak, and the remote control buttons misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).